Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device did not work. Another device was used in intensive care. Additional details have been requested. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.

Event description:
A customer reported that the device did not work and another device was used. We consider this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.